Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. The customer stated that there was no patient involvement.

Event description:
(B)(4). 8100 patient side occlusion failure. Biomed tried to pressure calibration, changed pressure sensors, and changed bezel assembly. Unit still will no pass patient side occlusion. Recommend he try a new set for occlusion testing. Lastly the logic board will have to be replaced.